Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. The device history record of reported lot number 6023364 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the product leaked at y port connection. Per reporter, this is the second time this happened. No other information was able to be obtained surrounding the second occurrence. There was unknown patient involvement. No patient harm/adverse event was reported.